Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient programmer was displaying a "replace generator" error message. The ipg is considered inoperable. Patient will have a consultation as the next course of action.